Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the ECG data found that the device performed eight analyses during the event. All of the eight analyses returned determinations of non-shockable. Several of the segments showed motion/CPR artifact, which interfered with the analysis results. Some of the segments revealed underlying rhythms to be asystole as the predominant rhythm with little to no electrical activity. Some showed organized complexes and a lack of ventricular arrhythmias and two segments showed evidence of bradycardic organized rhythm, which would not be considered as shockable. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.